Event description:
The customer obtained unexpectedly elevated results for a canine sample processed using vitros nh3 dt slides on vitros dt60 ii chemistry system. The results did not match historical data. Biased results of the direction and magnitude observed may lead to inappropriate physician action if human samples were being processed. Human pt samples were not processed in this event. There was no report of actual pt harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that the customer does not process any type of quality control fluids to verify the vitros dt60 performance. The vitros chemistry products nh3 dt slides instructions for use (IFU) states: "calibration parameters are automatically assessed by the vitros dt60/dt60 ii chemistry system against a set of quality parameters resident within the analyzer software. Failure to meet any of the pre-defined quality parameters results in a failed calibration. The calibration report should be used in conjunction with quality control results to determine the validity of a calibration." Additionally, the customer was not storing the vitros nh3 dt slides or handling the vitros dt60 calibrator fluids per the MFR's recommendations. The root cause of the falsely elevated vitros nh3 dt result is user error related to handling of calibrators, long term storage of vitros nh3 dt slides, and not verifying calibration per the MFR's recommendations.